Event description:
On (B)(6) 2023, pt underwent needle localized (bracketed) left lumpectomy with biozorb placement. On (B)(6) 2023 patient noted to have pain, erythema and swelling to left breast area aspirated under ultrasound and did grow out some scant staphylococcus caprae. She was treated with antibiotics with no real change. On (B)(6) 2023 - area drained again, culture sent out with no growth, referral to infectious disease; (B)(6) 2024 - surgeon had follow up appointment with patient who indicated they followed up with infectious disease, was prescribed keflex then bactrim and another aspiration was completed with negative cultures. Patient with occasional pain when she stretched out her arm, swelling has gone down but area remain erythematous.